Event description:
During a bladder tumor resection procedure, the resectoscope worked intermittently. After changing the grounding pad, problem persisted. During one intermittent burst, the bladder wall was cut. It was not identified until post-op when pt experienced pain. Cystogram verified the perforation. No surgical repair work was required. Pt prolonged hosp stay by one extra day and is doing well now.